Event description:
During cardiomems implant procedure, as the physician was removing the delivery catheter, a pacemaker lead was dislodged. There were no adverse consequences to the patient. An ultrasound was performed and confirmed there was no damage to the atrium. The patient was discharged and is stable. It was determined that the lead would not be replaced at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).